Event description:
Complainant alleged that while attempting to monitor a female pt who was coding, the clinicians placed the pediatric pads on the pt and the device displayed a "check pads" message. The clinicians checked the pad adhesion to the pt and the connection to the device and everything checked out ok. Complainant indicated that the pt subsequently expired. Complainant indicated that subsequent testing did not duplicate the reported malfunction. The customer has indicated that the event electrode pads were discarded and they are not available for eval.

Manufacturer narrative:
The diopter of the intraocular lens was measured and confirmed to be correct as labeled. While we were unable to determine the cause of this adverse event, our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported the lens was removed and replaced without complication due to the patient's post operative hyperopia.

Manufacturer narrative:
The iol has been received but not yet analyzed. The device met all manufacturing specifications prior to release. No other complaints for product manufactured in this lot have been received. The investigation will continue at the manufacturing site.